Manufacturer narrative:
The manufacturer did not receive source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Neither product nor lot number available.

Event description:
It was reported that the hip instrument had a functional issue (the surgeon says the reamers from size 19 to 22 are blunt). Outcome - surgery delay 1 hour.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation and conclusion: 1. Event description: it was reported that: the associated rasps were used for a planned wagner cone. From a size of 21 mm, the preparation of the femur was made more difficult. The surgeon couldn't explain why he now has to use more force than with the previous rasps. In his opinion, the rasp was a nod because he could no longer dissect the femur. A prosthesis with a diameter of 21 mm was opened, which then did not find a hold in the bone and immediately slipped about 1 cm downwards. We had to continue drilling and opening the next size and then implanting it. The femur preparation was very strenuous as he did not advance in the bone. With a lot of effort, he finally succeeded in inserting the implant. He says the reamers from size 19 to 22 are blunt. After checking in the loaner service (by hand) the awls were very sharp. Patient involved. Delay to op: 1 hour. Harm: s2 - tissue damage, minor. Hazardous situation: instrument breaks, diverges or becomes damaged and non-functional during surgical procedure. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Images: review of the received images shows some instrument. The quality of the pictures is not good. The cutting area of the instruments cannot be seen or evaluated. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. 5. Conclusion: it was reported that: the associated rasps were used for a planned wagner cone. From a size of 21 mm, the preparation of the femur was made more difficult. The surgeon couldn't explain why he now has to use more force than with the previous rasps. In his opinion, the rasp was a nod because he could no longer dissect the femur. A prosthesis with a diameter of 21 mm was opened, which then did not find a hold in the bone and immediately slipped about 1 cm downwards. We had to continue drilling and opening the next size and then implanting it. The femur preparation was very strenuous as he did not advance in the bone. With a lot of effort, he finally succeeded in inserting the implant. He says the reamers from size 19 to 22 are blunt. After checking in the loaner service (by hand) the awls were very sharp. Patient involved. Delay to op: 1 hour. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part is unknown. The lot number was not available for investigation. The DHR and raw material certificate could not be checked. The event description mentions that the instruments were not sharp enough and that the surgeon could not use the instruments as usual. The check in the loaner kit showed that the instruments are very sharp. It can be also possible that the patient had very strong bone and the use of the affected instruments was different for the user. However, based on the investigation the reported event cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.